Event description:
It was reported that during an implant attempt, the lead was twisted and fractured at the connection. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the outer insulation was breached cut. The distal conductor connector pin was bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. There was apparent damage at implant.